Event description:
Terumo received the following reported information: the tr band would not hold air. The lab checked the tr band by placing air to do a leak test before they put the band on a patient. During the check it was found that the band did not hold air. The band was thrown away before being placed on a patient. The procedure performed was a left heart cath (lhc). The event occurred pre-operatively, therefore there was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.